Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the spike was separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of the titanium transfer set was separated from the flow control barrel. This occurred during use of peritoneal dialysis therapy. The transfer set was used for five (5) months. There was no patient injury or medical intervention associated with this event. No additional information is available.